Manufacturer narrative:
Three attempts were made to contact the patient, but no response was received. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the unit stayed on a few seconds and shut down when the patient was out of town and patient went to ER. The inogen team attempted to contact patient for further information three times with no response.

Manufacturer narrative:
The device was returned for evaluation on april 8, 2025. The unit came in for service needed. The return reason of service needed is confirmed as compressor shuts down after few minutes of run, which was possibly caused due to-bad rotor. Feed waste manifold's valve stuck due to debris inside the valve.